Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10482. The pt reported experiencing a burning sensation at the ipg site while charging the ipg since (B)(6) 2012. The pt rated the pain from the sensation as a 7 on a 1-10 pain scale. The pt reports the sensation begins approx 20-30 minutes after charging begins. The burning sensation resolves when the charging system is turned off. The pt advised she has tried the MFR's recommendations to avoid heat while charging to no avail. The pt stated she stopped charging her ipg approx 2-3 months ago. Despite f/u attempts made by the MFR, no further info is available at this time. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.